Event description:
It was reported that during preparation for a coronary artery drug-eluting stenting treatment procedure, stent damage was noted. When the taxus liberte atom 16x2.25mm stent delivery system (sds) was removed from the package it was noted that a stent strut was bent. The procedure was completed with another of the same device without any patient complications.

Event description:
It was reported that during preparation for a coronary artery drug-eluting stenting treatment procedure, stent damage was noted. When the taxus liberte atom 16x2.25mm stent delivery system (sds) was removed from the package it was noted that a stent strut was bent. The procedure was completed with another of the same device without any patient complications.

Manufacturer narrative:
Device evaluated by manufacturer- visual and microscopic examination of the returned stent delivery system (sds) revealed stent damage. Each of the rows 3, 7 and 12 from the proximal edge of the stent had one strut on the same plane that was raised distally. The device was returned without the product mandrel inserted or the stent balloon protector attached, and it was not inside the protective coil. The balloon and tip sections of the device were also examined and no damage was noted that could have potentially contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4)